Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the pump was under delivering. The customer¿s blood glucose level was 250 mg/dl at the time of incident and her current blood glucose level was 235 mg/dl. The customer reported that she was usually high after breakfast in the morning and the automode would take too long to bring her down. The customer was treating herself by bolusing. The insulin pump will not be returned for analysis.